Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 4 instances of display issue failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 28 allegations of a malfunction, 18 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning due to an unidentified display failure, and a failed display flex. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 28 malfunction events. A review of the events indicated that the one touch ping model pump experienced a display issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-70 years of age and between 24 and 175 pounds. Of the reported patients, 10 were male, 18 were female, and 0 were unknown.